Manufacturer narrative:
.

Event description:
Information was received indicating that the patient had passed away a year and a half ago as of 09/01/2016 from unknown causes. This was discovered when a call was placed to the patient's home from the neurologist's office. No other specifics were given and no obituary could be found. Thus the relation of the patient's death to vns is unknown. A programming history review revealed no anomalies. The last recorded settings indicate that the patient had reached therapeutic levels. A battery life calculation showed that the patient had 1.2 years of generator life remaining as of 12/30/2014. Since the patient died at some point in 2015 it is likely that their device was working. No death certificate could be obtained from (B)(6) due to state laws. No further relevant information has been received to date.